Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fractured implant"), device expulsion ("migration of essure device: uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic reactions") and salpingitis ("salpingitis") in a 38-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6) 1994 and (B)(6)2002). Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal): uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with fluconazole (diflucan), surgery (hysterectomy, bilateral salpingectomy, other - laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, hypersensitivity and salpingitis outcome was unknown, the fallopian tube perforation, device breakage, device expulsion, hormone level abnormal, migraine, nausea, vaginal discharge, fatigue, weight increased, dyspareunia, headache and allergy to metals had resolved and the menorrhagia, infection, pelvic pain, urinary tract infection, vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure successfully occluded, incorrect placement concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), uterine perforation ("perforation/migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fractured implant") and device expulsion ("migration of essure device: uterus") in a 38-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (B)(6) 1994 and (B)(6) 2002). Concurrent conditions included morbid obesity, hyperlipidemia and benign essential hypertension. Concomitant products included bisoprolol, fenofibrate and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("mood swings"), 9 days after insertion of essure. In october 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In october 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("severe pelvic pain, pain"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal): uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), abdominal pain ("abdominal pain") and amenorrhoea ("other injury(ies) or complication please describe: amenorrhea") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced depression ("psychological or psychiatric problems condition: depressi") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In december 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with fluconazole (diflucan) and surgery (laparoscopy with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, uterine perforation, hypersensitivity, depression, anxiety, mood swings and amenorrhoea outcome was unknown and the fallopian tube perforation, device breakage, device expulsion, menorrhagia, infection, pelvic pain, hormone level abnormal, urinary tract infection, migraine, nausea, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, dyspareunia, headache, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, amenorrhoea, anxiety, depression, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure successfully occluded, incorrect placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event: mood swing , amenorrhea were added. Event outcome were updated: pain, abnormal bleeding , infections. Concomitant drugs, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fractured implant"), device expulsion ("migration of essure device: uterus"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic reactions") and salpingitis ("salpingitis") in a 38-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6)1994 and (B)(6) 2002). Concurrent conditions included morbid obesity. On (B)(6)2014, the patient had essure inserted. In october 2014, 1 year 4 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain, pain"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal): uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). In october 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"). In october 2015, the patient experienced hormone level abnormal ("hormonal changes"). In december 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with fluconazole (diflucan), surgery (hysterectomy, bilateral salpingectomy, other - laparoscopy), surgery (hysterectomy, bilateral salpingectomy, other - laparoscopy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, hypersensitivity and salpingitis outcome was unknown, the fallopian tube perforation, device breakage, device expulsion, hormone level abnormal, migraine, nausea, vaginal discharge, fatigue, weight increased, dyspareunia, headache and allergy to metals had resolved and the menorrhagia, infection, pelvic pain, urinary tract infection, vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Hysterosalpingogram - on (B)(6)2015: essure successfully occluded, incorrect placement concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new reporters, patient demographic information, product indication, new events fallopian tube perforation, vaginal haemorrhage, dyspareunia, headache, allergy to metals and abdominal pain added. Outcome for the events pelvic pain, menorrhagia, vaginal haemorrhage, infection, urinary tract infection and abdominal pain updated to recovering / resolving and events fallopian tube perforation, dyspareunia, headache, allergy to metals, weight increased, vaginal discharge, fatigue, nausea, device breakage, device expulsion, migraine, hormone level abnormal updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("salpingitis"), uterine perforation ("perforation/migration"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fractured implant") and device expulsion ("migration of essure device: uterus") in a 38-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6) 1994 and (B)(6) 2002). Concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("severe pelvic pain, pain"), urinary tract infection ("infection( bladder/ urinary tract/ vaginal): uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity ("allergic reactions") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and infection ("infections"). The patient was treated with fluconazole (diflucan), surgery (laparoscopy with hysterectomy and bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, uterine perforation, hypersensitivity, depression and anxiety outcome was unknown, the fallopian tube perforation, device breakage, device expulsion, hormone level abnormal, migraine, nausea, vaginal discharge, fatigue, weight increased, dyspareunia, headache and allergy to metals had resolved and the menorrhagia, infection, pelvic pain, urinary tract infection, vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure successfully occluded, incorrect placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received event" psychological or psychiatric problems condition: depression and mental anguish" are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), uterine perforation ('perforation/migration'), fallopian tube perforation ('perforation (fallopian tube(s))'), device breakage ('fractured implant / device breakage') and device expulsion ('migration of essure device: uterus') in a 38-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 ((B)(6) 1994 and (B)(6) 2002). Concurrent conditions included hyperlipidemia since (B)(6) 2015, benign essential hypertension since (B)(6) 2015 and morbid obesity. Concomitant products included bisoprolol, fenofibrate and paracetamol (acetaminophen). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 1 year 3 months after insertion of essure. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("mood swings"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("severe pelvic pain, pain"), uti ("infection( bladder/ urinary tract/ vaginal): uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), abdominal pain ("abdominal pain") and amenorrhoea ("other injury(ies) or complication please describe: amenorrhea") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with fluconazole (diflucan) and surgery (laparoscopy with hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, uterine perforation, depression, anxiety, mood swings and amenorrhoea outcome was unknown and the fallopian tube perforation, device breakage, device expulsion, menorrhagia, hypersensitivity, infection, pelvic pain, hormone level abnormal, uti, migraine, nausea, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, dyspareunia, headache, allergy to metals, abdominal pain, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, amenorrhoea, anxiety, bladder disorder, depression, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, salpingitis, urinary tract disorder, uterine perforation, uti, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and urinary tract infection to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Treatment received foe pain, bleeding, fracture, migration, perforation, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 61.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure successfully occluded, incorrect placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the events ¿bladder problems¿, ¿urinary problems¿, ¿bladder infection¿, ¿urinary tract infection¿ and ¿vaginal infection¿ were added. Reporter information was added. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration"), device breakage ("fractured implant"), device expulsion ("migration of device: uterus "), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic reactions") and salpingitis ("salpingitis") in a 39-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2 (B)(6) 1994 and (B)(6) 2002. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue "). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("severe pelvic pain"), hormone level abnormal ("hormonal changes "), urinary tract infection ("uti") and weight increased ("weight gain "). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 1 year 2 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches ") and nausea ("nausea "). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), infection ("infections") and vaginal discharge ("vaginal discharge "). The patient was treated with fluconazole (diflucan), surgery (hysterectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, menorrhagia, hypersensitivity, salpingitis, infection, pelvic pain, hormone level abnormal, urinary tract infection, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered device breakage, device expulsion, fatigue, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well and there were no immediate postoperative competitions. On the right hand side, the tube was removed with the liga-sure. There was a small piece of essure coil that was removed; however, was not complete coil. On the left hand side a salpingectomy was performed similar to the right and numerous pieces of essure coil which appeared to be more than 1 coil were removed and sent to pathology for evaluation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 185 kgs. Hysterosalpingogram - on (B)(6) 2015: essure successfully occluded, incorrect placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, salpingitis, urinary tract infection. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records provided. Information added: reporters, medical history, date of birth, essure insertion/removal dates and lot number, treatment drug, events (menstrual disorder updated to menorrhagia, hormone level abnormal, urinary tract infection, migraine, nausea, device expulsion, vaginal discharge, fatigue, salpingitis and weight increased). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), infection ("infections"), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device breakage, hypersensitivity, infection, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device breakage, hypersensitivity, infection, menstrual disorder, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: confirmed essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.